Event description:
Caller reported a tandem mobi cartridge alarm, which caused the customer's blood glucose level to exceed 500 mg/dl. The customer's blood glucose was reported as "high," and a specific value was unknown. The customer addressed the high blood glucose by going through the load cartridge process and administering bolus insulin. No additional assistance from a third party was required. In the past, similar issues occurred, which were resolved by changing the cartridge, allowing the customer to resume insulin therapy.